Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor fractured while in the body. Customer declined troubleshooting for sensor. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found sensor with cannula broken, broken part is stuck in the adhesive patch at the sensor base. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Then, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications.